Event description:
It was reported by service report that the scale and bed exit were not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Malfunctioning foot-end load cell cable hindered scale and bed exit functions.